Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that on (B)(6) 2017, it was reported that the patient has been using the dexcom system for almost a year and it left bad scars discoloration all over the injection sites. No additional patient or event information is available.